Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6)2025 around 10:00 pm, she got low alert and the cgm was reading low. She ate salad and nachos in attempt to treat the low reading. Around 02:00 am on (B)(6)2025, the cgm reading was still low and the patient experienced feeling hyperglycemic and was thirsty. She removed the sensor and inserted a new one. The newly placed sensor showed a cgm reading of high. She decided to call 911 in the afternoon, around 04:00 pm. No treatment was reported to have been given at that time. When the paramedics took a fingerstick the blood glucose reading was 389 mg/dl. The patient was taken to the hospital and when another fingerstick was taken the cgm reading was high, and the blood glucose reading was 400 mg/dl. The patient was treated with intravenous insulin and was admitted into the ICU. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still tired, but it was understood they had recovered from the hyperglycemic event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.